Event description:
The customer was hospitalized for low blood glucose levels. Troubleshooting was performed and the insulin puimp passed the required testing. All programming was correct. The customer had previously been hospitalized for pancreatitis, and had been taking medication.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.